Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the phenomenon, ¿the image was flickering occasionally¿ was due to a communication failure caused by the faulty cable (the cable breaks internally). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was flickering occasionally due to damaged cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported on behalf of the customer that the cable breaks internally, resulting in occasional splash screen on the hd camera head. The issue was found during preparation for use in an unknown diagnostic procedure. The patient was not under anesthesia. The intended procedure was completed without delay via another similar device. There were no reports of patient or user harm associated with this event.